Event description:
It was reported that during a lumber surgical procedure, the bur broke, the procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting confirmation if device is available for return.

Manufacturer narrative:
B5: it was initially reported, that the bur broke. Upon evaluation, the diamond grit fragments fell off the head of the bur. H6: the quality investigation is complete.

Event description:
It was reported, that during, a lumber surgical procedure. The bur broke. The procedure was completed successfully without a delay. No adverse consequences or medical intervention were reported. It was further reported, that following evaluation of the returned bur, it not break. The diamond grit fragments fell off the head of the bur.